Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tubing broke off from connector. A continuous infusion rate of 0.6 ml per hour had been programmed, with a total reservoir volume of 84 ml and a given volume of 42.8 ml. No patient harm or no patient injury. The event occurred while in use with patient at patient's home. Associated tubing complaint documented on (B)(4).